Event description:
A report was received that a pt would undergo a lead revision due to discomfort at the lead site. The physician re-anchored the leads as it was assessed that the pt's discomfort stemmed from the placement of the previous suture anchor. The pt was reportedly doing fine.

Manufacturer narrative:
This is the final report.